Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. As received, the monitor was unable to power up or run detect and treat testing. The root cause for this failure is a high voltage pulse from the defibrillation board passed through the c/a at low level ground, causing both boards to fail. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor cannot run detect and treat testing.